Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02257. Additional information obtained, identified the patient underwent surgical intervention (B)(6) 2019 wherein both leads were repositioned. Reportedly, the ipg was electively replaced. In turn, therapy was restored post operatively.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02257. It was reported the patient experienced lead migration (confirmed via x-rays). As a result, surgical intervention may occur later to address the issue.